Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "during hip revision while checking to see how sturdy the existing stem was, the surgeon attached the inserter and while trying to back the stem out, the threaded end of the impactor came out of the stem. The impactor did not hold onto the stem. The stem was still implanted securely. The impactor is no longer functional."